Event description:
Customer reported a sensor error. The blood glucose reading was 47 mg/dl and customer treated. The alert occurred during the initialization. She stated that the sensor was fully inserted and flat against the skin. Customer also reported a sensor error alert. She stated that the cannula was curved at the tip. The blood glucose was brought up to 91 mg/dl. Nothing further was reported.

Manufacturer narrative:
One opened/used sensor was inspected and tested, which passed per specification with accurate readings. Cannula was bent, unable to confirm if customer received the sensor in said condition since customer returned the device opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.